Event description:
It was reported that during the use of a fox cross balloon in a popliteal graft artery, a vein graft perforation was noted. The perforation was treated by implanting a 3.5 x 12 mm graftmaster stent and a 3.5 x 19 mm graftmaster stent. The perforation was successfully sealed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of perforation is listed in the foxcross pta catheter instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.